Event description:
An 8 french foley catheter was being removed from a pediatric patient, and it was difficult to remove. The nurse had to call a physician to remove the catheter because it would not come out. Following removal, it was noted that the portion which is inflated after insertion and deflated before removal had a ridge. The sterile water had been removed from the balloon. Although removal was difficult, the patient did not sustain any injury. The staff were able to re-create this problem with other catheters of the same lot number.